Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Review of the transmission revealed, the implantable cardioverter defibrillator (ICD) went into backup vvi mode. Programming changes were completed. There were no patient consequences.